Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there was an issue with leakage. It was stated ¿patient was performing a pet CT with a catheter and was punctured in the cubital fossa in the right site after the 4th attempt. When injecting the contrasted phase, he got a "bath" of contrast because the rubber of the plug detached, failing to perform its anti-flow valve function. It was changed and again happened the reported. After that, a new puncture with catheter 22g in the left site and the exam was performed without intercurrence.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation results: a photo was provided for evaluation. A review of the provided photo revealed the device was not manufactured by bd. Since no samples manufactured by bd and displaying the condition reported are available for examination, we were unable to fully investigate this occurrence. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. Image received is not a product manufactured in bd nogales, for this reason we cannot confirm or associate the reported defect to manufacturing process. Based on investigation results to date root cause cannot be determined. No CAPA was opened since this issue could not be confirmed as manufacturing related.